Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was tested using a chronotropic assessment exercise protocol (caep). The patient's heart rate would get to an acceptable rate and suddenly drop. Device data was gathered and sent in for analysis. Boston scientific technical services (ts) discussed findings. There was no data to definitively point to a reason for the drop in heart rate. Additional information indicates the minute ventilation was changed from 8 to 10. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that surgical intervention was performed to explant and replace the device due to the minute ventilation sensor driving rate response pacing at unexpected rates. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient was later seen in clinic due experiencing an elevated heart rate. An elevated heart rate was able to be reproduced with arm movements and was found to be due to the device being loose in the pocket. The physician was going to consider a potential pocket revision or device replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.